Event description:
Patient admitted to hosp with increasing confusion of unknown etiology. Pt started on IV fluids including IV antibiotics for possible pneumonia. Pt pulled out int catheter. IV catheter tip noted to be broken. X-rays taken of pt's right forearm, humerus and chest. Pt noted to have lesion in right forearm noted under fluoroscopic exam. Pt taken to or. Catheter tip surgically removed. Forearm area clear after removal of suspect lesion.